Event description:
It was reported that a pt in the supine position was on the surgical table when t he table allegedly began to tilt to the right without the use of the hand pendant. No adverse consequence to the pt was reported. A berchtold service technician could not replicate the reported unintended movement and all functions were reportedly working upon evaluation. The hand pendant was replaced.

Manufacturer narrative:
The surgical table was examined by a berchtold field service technician. The table was visually examined and a performance test of the movement functions were conducted. After performing the tests, the technician was unable to replicate the reported issue.